Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 31, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an unknown dust contaminant on the right side assembly, top cover, inside iso port, pca, side panel, bottom enclosure, blower cap, blower, blower housing, and air inlet seal. They observed black hairlike contaminant on the top cover, bottom enclosure, blower, and blower housing. They observed the air inlet seal and the manifold was discolored. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the top cover, bottom enclosure, and blower cap. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint. Sections d8, d9, h2, h3, h6 has been updated in this report.